Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room (or) staff contacted the technical support engineer (tse) to report an error message stating that the surgeon console was not connected. The or staff stated that the surgeon console power button led never stopped flashing blue. The or staff cycled system power and reseated the blue fiber cables before calling. The patient was in the room. The primary surgeon console was not connecting, but the assistant¿s console displayed a message to reseat the blue fiber cable. The tse asked the or staff to cycle the system power and the surgeon console circuit breaker. The tse also asked the or staff to cycle the tower circuit breaker. The system powered on and homed successfully, and the da vinci system was ready. However, the secondary console (serial number (B)(6) still did not connect to the tower. The surgeon needed to start the procedure. The tse asked the or staff to cycle the system power, disconnect the console¿s blue fiber cable, and power the system up as a single console system. The surgeon continued with the procedure robotically, completing it as planned with no reported injury. The clinical sales representative (csr) later contacted the tse before the start of the next case for further troubleshooting. The tse walked the caller through powering off the system and, after both consoles were powered off, disconnecting the blue fiber cable from both consoles. The tse then instructed the caller to power up each console in standalone mode. The ¿bad¿ console did not complete the power-on self-test (post) in standalone mode, and the power button backlight continued to flash. The tse informed the caller that this console would not function until the field service engineer (fse) resolved the issue. The system remained functional as a single console system. The caller stated that they had a dual-console xi system available and would move the case to the xi system. Intuitive surgical inc (isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition and contacted technical support for further assistance. The fse stated that the console was not fully booting up. The technical support engineer (tse) had the fse to power on the surgeon side console (ssc) in standalone mode then see if it homed and check if information was in settings tab. The ssc did not power up fully and settings tab was blank. The tse recommended ordering ssc common compute controller (ccc). The tse then had the fse to connect the other console to the system, system powered up without issues. The tse then had fse connect suspect console to system and power up. Suspected console would not power up fully, the fse was able to replicate the 32321 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and taken to a programming station, where it was verified that it was bricked per ipc 1069151-01. The ccc was visually inspected, no issues were found. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause was determined to be a bricked ccc. This issue can be resolved by replacing the unit.